Event description:
Report received of a tubing separation. It was reported that immediately following set priming, the tubing separated below the most proximal clave port. The customer reports there was no pt involvement.